Event description:
The pt received her scs system on (B)(6) 2011. It was reported that during the implant procedure, multiple lead contacts exhibited invalid impedances when tested on the ipg. The leads allegedly tested normal with a trial stimulator. The physician decided to explant and replaced the ipg during the same procedure. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.